Manufacturer narrative:
Implant regio 44 fractured. Construction was implant retained bridge from 44 to 46. Implant regio 46 lost complete osseointegration. Implant regio 44 shows bone loss caused by periimplantitis. Fracture was caused by mechanical overloading of the implant. Re-submission and re-coding. Original initial and final report did not pass FDA gateway.

Event description:
Implant fracture.